Event description:
The following was received on 05/01/2012 via a (B)(4): employee was cleaning up after a lung biopsy and the biopsy gun flipped on end and poked his left little finger. The sample is not available for evaluation. On 05/04/2012, the customer provided the following information: "the FDA requires I complete a medwatch form if I give a tetanus vaccine to the injured employee. There was no defect with the equipment. It was just an accident. That is the extent of the report". No further information is available.

Manufacturer narrative:
(B)(4). Investigation summary: the sample was not available for complaint analysis. Review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported event. The complaint data was reviewed as well and no trend was noted. The incident reported is not related to the performance of the device manufactured by carefusion. There was no actual failure reported. An action plan has not been proposed at this time as the investigation determined that the most probable root cause is not related to the manufacturing processes.